Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver would not turn on. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Receiver data logs were downloaded and reviewed, finding a screen error alarm, in addition to a hardware error. Based on the finding of a screen error alarm this is being reported. The complaint was confirmed. The root cause was determined to be a bad receiver battery post investigation.